Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient mentioned "something on her knees," but it was unclear what the patient was saying. A second call from the patient's daughter indicated that the patient was being admitted to the hospital. According to the caller the patient self cathed for retaining urine and cathed a volume of 500-600 cc's and the patient was very lethargic. The caller was unsure if the issue was related to the trial or not. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.